Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient had been ¿sick and ill¿ and was struggling with pain. The patient confirmed that these issues were the reason they were implanted. The patient stated the trial worked well to control their pain but the permanent system had not been effective. They stated they had been reprogrammed three or four times but it had not been effective. The patient¿s target pain was a result of bad nerve damage. They stated the pain was so bad they have to run the ins ¿maxed out¿ at ¿nine¿ and even then they can barely feel it. They stated because it was set so high, they only get about four hours of usage per charge. They stated they set it to ¿pound and thump¿ in an effort to relieve their pain. The patient stated the healthcare professional (hcp) implanted the ins in such a place that they could not use the recharging belt because it kept losing connection. They had to hold the antenna in place for hours and indicated that it was uncomfortable. The patient was sent adhesive discs. The patient was redirected to a healthcare professional (hcp) regarding the programming issues. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was difficult to make a connection to charge and the patient had to hold it for 8 hours to charge. The patient said the ins only worked for 4 years, they lost weight and the ins was sticking out of their body causing pain. The patient said an explant was performed in (B)(6) 2019 but the base could not be removed, the lead was cut and the battery was removed. The patient said the trial was amazing but the surgeon could not put the ins low/in the same place as the trial so they felt no relief in their tailbone where they had pain. No further complications were reported/anticipated.